Event description:
On (B)(6) 2025, the beta bionics ilet user, new to the ilet, inquired about device charging and nighttime use. Blood glucose was reported at 280 mg/dl and trending down to 272 mg/dl. Corrective insulin was delivered via the ilet, and the device alerted for high blood glucose. No medical intervention or outside assistance was required, and the patient reported no symptoms.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.